Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director reported a patient with an incomplete side cut, rough flap edge and thickness on the peripheral flap edge following lasik flap creation of the right eye. Issues have been reported to be resolved.

Manufacturer narrative:
Additional information provided. During an onsite visit after the reported event the fse (field service engineer) was able to confirm test cuts were out of specifications. To fix this issue fse replaced laserhead, articulated arm and f-theta lens and successfully completed system verification to specification. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Sample returned and forwarded to supplier for failure analysis: worn laserhead. The root cause could not be identified conclusively. Worn laserhead is a contributing factor. The manufacturer internal reference number is: (B)(4).